Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with a broken vitrectomy connector during a vitrectomy procedure. The procedure was aborted. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The broken male connector was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 20, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the canceled surgery can be attributed to a broken male connector. An internal investigation was opened to address this issue. (B)(4).